Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported incomplete flap in the right eye of the patient during lasik surgery. There are multiple related reports for this event. This report addresses the patient (cc) right eye and other manufacturer reports will be filed

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event, laser was successfully verified prior to surgery date. Most recent technical site visit confirmed that device met specifications as per service installation record. Treatment report shows a decentered applanation, liquid possibly under patient interface, this potentially further thinning the flap, and a flap planned at hundred and ten microns, which is thinner than the recommended flap thickness. All above-mentioned factors could be contributing to resulting in a thin or incomplete flap cut; without further information, a deeper investigation cannot be performed. No technical root cause was identified. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).